Event description:
It was reported that a patient experienced peritonitis, sepsis, and subsequently died due to sepsis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the bacterial peritonitis was unknown and the cause of the sepsis was not reported. The peritonitis was manifested by abdominal pain and turbid pd effluent. On the same day as peritonitis onset, the patient began treatment for the peritonitis with cefazoline, 2grams per day intraperitoneally (ip) and amikacin, 200mg per day ip. Subsequently, the patient¿s condition worsened and one day after the date of reported onset, the patient was hospitalized for the event. Subsequently the patient died in the hospital on the same day. The cause of death was reported to be sepsis. It was not reported if the patient was performing pd therapy up until the time of death or if the patient was performing pd therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.